Event description:
It was reported that during an initial hip arthroplasty, the tip of the inserter fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The fractured piece of the instrument was returned however the original instrument was not returned back for investigation. The issue cannot be confirmed with incomplete device returned. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.